Event description:
Additional information was received regarding the reported event (clogged nozzle): the reported event was observed before and during a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported issue. Information provided in b5.

Manufacturer narrative:
Updated: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle was found to be protein from human origin and cellulose (mold). A definitive root cause of the issue could not be determined, however, the foreign material likely remained in the device due to facility deviation in device reprocessing from the IFU recommendation ¿ insufficient device reprocessing. The event may be detected/prevented by following the instructions for use which state: chapter 5 section 9 soaking the endoscope if manual cleaning was not possible within 1 hour after the case, or if you are not sure whether manual cleaning was possible within 1 hour, soaking the endoscope in cleaning solution before manual cleaning will help clean the surface of the endoscope. This will moisten the dirt that has dried and stuck, making it easier to remove. Warning if manual cleaning cannot be performed within 24 hours after the case, or if it is not known whether manual cleaning has been performed within 24 hours, dried dirt may not be removed and there is a risk that effective reprocessing of the endoscope may not be possible. There is. Note soak the endoscope only if manual cleaning is delayed for more than 1 hour, or if you are unsure whether manual cleaning was completed within 1 hour. Do not soak for an unnecessary long time. Repeated reprocessing due to prolonged immersion may damage the endoscope. Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. - was there a delay in the start of pre-cleaning: unknown. - air/water nozzle was flushed with water and air: yes. - were there abnormalities in the accessories used for reprocessing: no. - was the device immersed in detergent solution: no. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the nozzle was clogged. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
E1: (B)(6) clinic. During device evaluation, the reported issue (clogged nozzle) was confirmed. It was observed that the drainage was weak due to foreign material in the nozzle. In addition, service found that there was play in the angulation knob, and the bending angle was out of specification. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.